Event description:
It was reported that catheter entrapment and removal difficulties occurred. A 2.50x20mm promus premier¿ stent was selected to treat the lesion; however the device was unable to cross the lesion. The device got hung up on the guide and was unable to be advance and was difficult to remove. Subsequently, the device was removed. There was no damage and no incident to the patient.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a kink in the shaft at 51.1cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. An examination of the crimped stent identified that the proximal end of the stent was damaged. Struts at the proximal end were bunched and pushed back distally. As a result, the damaged proximal end of the stent was positioned at 2mm distal to the distal edge of the proximal markerband. No issues were noted with the mid to distal end of the stent and the stent was fully secured in its correct location on the balloon. An examination of the tip and wire lumen identified no issues. A recommended 0.014 inch size guide wire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and removal difficulties occurred. A 2.50x20mm promus premier stent was selected to treat the lesion; however the device was unable to cross the lesion. The device got hung up on the guide and was unable to be advance and was difficult to remove. Subsequently, the device was removed. There was no damage and no incident to the patient.